Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vtich_12.1 implantable collamer lens of -10.0/1.5/043 (sphere/cylinder/axis) was torn during injection/delivery due to the lens getting stuck in the plunger. This occurred on (B)(6) 2023. On (B)(6) 2023 the lens was implanted and removed intraoperatively. A replacement lens of the same model/size and power was later implanted on an (B)(6) 2023 and the problem was resolved.

Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 12.1mm vtich_12.1 implantable collamer lens of 10.0/1.5/043 (sphere/cylinder/axis) was torn during injection/delivery due to the lens getting stuck in the plunger. This occurred on (B)(6) 2023. On (B)(6) 2023 the lens was implanted and removed intraoperatively. A replacement lens of the same model/size and power was later implanted on an (B)(6) 2023 and the problem was resolved. (B)(4).